Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead had unacceptable capture thresholds of approximately 1.5 volts at 0.5 milliseconds through the analyzer. The rv lead was attempted to be placed in various locations with similar electrical results. The rv lead was removed and a different model rv lead was implanted. No patient complications have been reported as a result of this event.